Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system was attempted, but upon advancement into the patient, it kinked. It was removed and replaced with another truseal access system. A 24mm watchman laa closure device and delivery system was then advanced and the closure device was deployed. The release criteria were met, so the device was successfully implanted into the laa of the patient. About two hours post procedure, a pericardial effusion was noticed. A pericardiocentesis was performed and 200cc of fluid was removed. The patient recovered and was discharged from the hospital.